Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. We received no photographs or samples for investigation. There were no photographs or samples received for investigation. According to the investigation, the possible root cause would be the cutting blade moved during cutting process, so the gauze was pulverized resulting in loose contamination. The supplier has taken following actions: changed the swabs design of below gauze layer to increase the width from 1 to 1.5cm in the first fold of the gauze and the bottom layer of the gauze must use one side edge fold swabs to prevent lint contamination. Add cleaning process after cutting. Changed the slitting device and adopt automatic slitting machine that improve slitting accuracy to prevent sponges are flaking. Therefore, this complaint will be used for trending purpose. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 6/14/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports the product is flaking.